Event description:
It was reported that patient had initial total hip arthroplasty with an unknown product over thirty years ago. Subsequently patient was revised (B)(6) 2005 for an unknown reason. A review of invoice history confirmed the (B)(6) 2005 revision and that biomet acetabular cup and liner were implanted. A second revision has been indicated due to dislocation. There has been no reported revision to date.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient had initial total hip arthroplasty with competitor product over thirty years ago. Subsequently patient was revised (B)(6) 2005 due to an unknown reason. A review of invoice history confirmed the (B)(6) 2005 revision and that biomet acetabular cup and liner were implanted. A second revision has been indicated due to dislocation. There has been no reported revision to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown, product identification and expiration date - unknown, date implanted - unknown, manufacture date ¿ unknown. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-02992 / 02994).